Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the connector pin was bent and loose since (B)(6) 2016. The next day, the patient reported that they received their replacement desktop charger. There was poor communication on the patient programmer. The reposition antenna screen was seen and they could not bypass the screen. The patient had not charged or felt stimulation since the end of (B)(6). The reason they could not charge was because of the damaged connector pin issue. The recharger was not able to communicate with the implantable neurostimulator (ins).

Event description:
Additional information was received from the manufacturer representative reporting that the device was overdischarged due to patient compliance. The patient had not used their stimulator in over 3 months. They were unable to charge the battery, there was no communication, and the clinician programmer stated no response. The patient was send home doing a trickle charge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.